Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis. The reported blood glucose reading was 384 mg/dl. Troubleshooting was performed and found that the basal rates may not be programmed correctly. The prime and high pressure tests passed. The customer's nurse stated that she will talk with the doctor to verify the basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.